Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling of the intraocular lens (iol), the lens was found to be broken. There was no device contact with the patient¿s eye. Account indicated that the haptic was found trapped and broken while the iol was being removed from the injector. The directions for use (dfu) were followed. No resistance was observed during product handling. The procedure was completed with the back-up lens. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 11-mar-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the complaint device revealed that the lens was received stuck in the cartridge. Viscoelastic residue was observed throughout the cartridge. No issues were observed with the cartridge, lens module, or device assembly. The lens was removed from the cartridge and cleaned revealing lens damage. The complaint issues "trailing haptic not folded" and "haptic damaged" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.